Event description:
A customer reported a cartridge alarm occurring during the pump's loading process. There was no adverse impact on the customer's blood glucose level. Technical support confirmed multiple alarms with consecutive cartridges and decided to replace the pump. Meanwhile, the customer opted to use multiple daily injections and planned to contact renewals after the holiday.